Event description:
It was reported that during a coronary stent procedure of a pre dilated rca lesion, the physician experienced difficulty crossing the lesion with the express2 and removed the delivery/stent device. The physician then advanced a balloon catheter and re-dilated the lesion. He then attempted to advance the express2 again and still was unable to cross the lesion. While attempting to remove, some resistance was encountered at the guide catheter. The physician elected to remove the entire system and the stent dislodged at the groin site. Attempts to snare were unsuccessful and the stent is lodged in the profunda. Pt status is listed as "okay".